Manufacturer narrative:
The medic had a strained back and was out of work for a few days.

Event description:
It was reported in a service report from emsar that a medic was injured during a cot drop. Pt involvement and adverse consequences were reported.